Event description:
It was reported that the device was used during a laparoscopic hernia procedure. It was reported by the rep that the surgeon put the trocar in and inserted the camera. When he brought the camera out the first time the seal on the trocar was torn. An optiview 512hn was inserted in its place and performed without incident. There was no consequence to the patient.